Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture baker grade unknown.

Manufacturer narrative:
Sientra complaint #: (B)(4). Additional information: b6, h6 sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Right-side capsular contracture baker grade unknown and right-side mammography indicated rupture.

Manufacturer narrative:
Sientra complaint#: (B)(4). Additional information: d6b, g3, g6, h2, h3, h6, h10. Sientra was unable to perform a device analysis as the customer discarded the device. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.